Event description:
It was reported that an out-of-box failure occurred as the device raised an alarm due to an intermittent module connection. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The visual inspection was performed on the wireless communications module accessory to attempt to duplicate the reported issue, and the cause was confirmed to be a defective wireless communication module. The communication module was replaced, and the pump then passed all testing.